Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure :the screen becomes noisy was confirmed, but the reported failure: brightness is dim was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves occur when shaking the universal cord, caused by a component failure in the universal cord. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the screen became noisy due to a component failure in the insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had the screen become noised, and the brightness dim. The issue was found during inspection for use. There were no reports of patient harm.